Event description:
A customer reported that during vitrectomy surgery, a system message displayed and could not be cleared. A second system was used to complete the surgery. The exchange caused a surgical delay of 20 minutes. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and reseated the communication cables. The system was then tested and found to meet all product specifications. No sample were returned on this service request. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unknown. (B)(4).